Manufacturer narrative:
Concomitant medical products: model number/catalog number:sc-8336-50; serial number: (B)(4); batch/lot number: 7070119; model/catalog description:coveredge 32 surgical lead kit 50 cm. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that following an implant procedure the patient experienced abdominal pain. No device malfunction was suspected. The patient underwent an explant procedure and the abdominal pain subside.